Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and palpitations. The patient reports that their diabetes "pump" was interfering with their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.